Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging an "er2" issue with the onetouch ultra meter. The error message occurs when pressing the power button and when the test strip is inserted. The patient claimed she developed blurred vision at an unspecified time after the error message began. She was unable/unwilling to report if she received any treatment due to the error message. Since the patient was unwilling to provide her demographic information, the medical surveillance specialist (mss) was unable to contact the patient for follow-up questions. Based on the provided information, this complaint is being reported because the patient allegedly developed blurred vision after the "er2" issue began.

Manufacturer narrative:
(Date of birth) info was not available.